Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The c-arm potentiometer was replaced and the endstops and angulation were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system had a broken joystick. No pt injury was reported.